Manufacturer narrative:
Continuation of concomitant products: 479888 lead implanted: (B)(6) 2019, 5086mri52 lead implanted: (B)(6) 2014.

Event description:
It was reported that a review of remote transmission noted post-pace t-wave oversensing (twos), and there was a previous episode of oversensing from six months ago. At that time, the patient reported feeling fast heart rates. Reprogramming was performed for the sensing issue. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.